Event description:
The patient reported frayed wires of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Golden power supply and power cord was used for performance testing due to the power supply and power cord was not returned. The unit powered on successfully in conjunction with return right ang ext cable (600015768) with golden power supply and cord connected directly to it. Unit performed pdb successfully with returned modem. Unit passed diagnostic test (reference attached diagnostic test results). Complaint of ¿frayed power connector plug¿ inconclusive. Unit could not be determined to have power issues since the power supply and power cord were missing.